Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user tries to log in bio-ID back to the home screen. A technical support specialist (tss) confirmed customer was able to log in with password for the remainder of the week. Tss reset biometric identifier (bio-ID), and it was able to successfully log in. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had nurse facing bio ID issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.